Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient implanted with a neurostimulator (ins) for urinary dysf unction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's ins was low and the patient had more retention and leakage for the last 3-4 days. It was noted that therapy was on. There were no further symptoms or complications reported or anticipated.